Event description:
It was reported that a flowport cannula broke off at the distal tip where the metal moves to polymer. It was upon insertion into the joint space, the broken portion got stuck in the joint space. After trying to remove for over 30 min, the decision was made to convert to an open procedure from a scope. The procedure was delayed 2.5 hours and patient had more time under anesthesia and a larger scar.

Manufacturer narrative:
Alleged failure: from sales rep: dr. (B)(6) has used our flowport cannulas (cat02439) many times for many cases and just recently had some break. Today 2 flowport cannulas broke off at the distal tip where the metal moves to polymer. Both times were upon insertion into the joint space and as you¿ll see from the pictures, the broken portion got stuck in the joint space. After trying to remove for over 30 min, the decision was made to convert to an open procedure from a scope. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a flowport cannula broke off at the distal tip where the metal moves to polymer. It was upon insertion into the joint space, the broken portion got stuck in the joint space. After trying to remove for over 30 min, the decision was made to convert to an open procedure from a scope. The procedure was delayed 2.5 hours and patient had more time under anesthesia and a larger scar.